Event description:
It was reported patient received 32 inappropriate therapies in two days, and impedance increased to greater than 2000 ohms. The lead was replaced. No further patient complications were reported as a result of this event. Additional information was received alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury', requiring replacement of the 'defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.